Manufacturer narrative:
Result of investigation: the device history paperwork was reviewed for all lots, specifically reviewing the foam and snap lots to determine what lots were used and when. There were multiple lots of both the snaps and foam used during production. Actual suspect sample was not returned, but investigation was done using a different lot number with the same complaint returned from the user. Visual inspection reveals some of the snaps were broken. The wire connector was mated with the returned samples. The connector/snap mating found that some of the snaps were difficult to press into the connector. However, no electrodes disconnected from the device. Also, peel testing could not be performed on the foam of the returned samples as the strip label was impacting the adhesion results, skewing them to a much higher result. Therefore, the reported failure could not be duplicated/reproduced, and the root cause could not be determined. Though, the broken snap may contribute to the connector and electrode mating issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that during several patient's labor the leg attachment pad for corometrics fetal scalp electrode cable does not fit to the healthcare facility's fetal scalp electrode connections. The device are loose, easily disconnected, and has less adhesive than before. Furthermore, the customer confirmed no harm was done to the patient.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Manufacturer narrative:
Result of investigation:all suspect samples passed visual inspection and maintained a secure attachment with a new fse cable. However, when using a significantly more used fse cable, only 4/10 passed. As such, the reported failure is duplicated and determined to be caused by (1) connection problem related to the supplier manufacturing process of the stud component and (2) adhesion problem related to design, not being identical to the previous product. Also, the device history record (DHR) was reviewed and revealed no abnormalities apart from a non-conformance report of a stud lot. Customer are recommended to check the lot information for the fse cables. If a cable is in heavy rotation within a ward, it is recommended that it be replaced after 80 reprocessing cycles. The connector of the fse cable is a spring component that loosens over time as it is reprocessed.